Event description:
It was reported that the bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray had "blurred double vision" graduation lines and scale numbers. Lot #s 8261534 and 8261534 were reported to have been involved in this event, but it is unknown how many times each lot had an occurrence happen.

Manufacturer narrative:
Investigation summary: the received photos have already been evaluated and addressed in a previous complaint. No samples, including photos, have been received for this complaint. Therefore the defect cannot be confirmed as reported. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. The potential root cause for double print is associated with incorrect pad to barrel pressure due to incorrect setup of the printer. The defective rate cannot be identified based on the information provided. It is not clear how much rejectable product from each batch there was. Since the potentially rejectable quantity is well within the acceptable quality limits, no actions are necessary at this time. Controls are in place that include hourly in-process inspection for all defects at packaging and assembly to ensure containment of defect and quality of the final product.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8261534, medical device expiration date: 2023-08-31, device manufacture date: 2018-11-15. Medical device lot #: 8261537, medical device expiration date: 2023-08-31, device manufacture date: 2018-11-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray had "blurred double vision" graduation lines and scale numbers. Lot #s 8261534 and 8261534 were reported to have been involved in this event, but it is unknown how many times each lot had an occurrence happen.